Manufacturer narrative:
Follow-up #1; date of submission: 10/05/2016. The device has been returned and evaluated by product analysis on 09/12/2016 with the following findings. There was a call service (cs 088) alarm observed in the black box and alarm history. The pump powered on properly with no alarms. Further testing could not be completed due to an unresponsive keypad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.